Manufacturer narrative:
Consumer reported experiencing a burning sensation, tearing, eye redness and pain while using the product. Consumer reported using the product as directed. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The product was returned, but was unable to be evaluated due to lack of solution in the bottle.

Event description:
Consumer reported experiencing a burning sensation, tearing, eye redness and pain while using the product. Consumer reported using the product as directed. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.